Manufacturer narrative:
The first drug eluting balloon got stuck inside the 6fr arrow, it didn¿t reach the lesion. The second drug eluting balloon passed up to the lesion but after the inflation we had a difficulty in removing the devices. Available for review. Device evaluation: a visual and tactile inspections were performed on the device, several damages (squeezed points or little kinks) were found along the shaft length (respectively at 59 cm and 88 cm of the working length). No evident damages were found on the balloon. Evident traces of dry radiopaque liquid were found in the inflation lumen. The balloon was found unfolded. The guide wire lumen was flushed but 0,035¿¿ guide wire failed to pass due to the shaft stretched. Due to the dried radio opaque solution into the balloon and lumen it was not possible to inflate the balloon. An attempt to pass the device through an is cordis 6 fr was performed however it failed due to the balloon unfolded and filled by dried radio opaque solution residual. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Physician was attempting to treat a moderately calcified lesion with severe tortuosity in the left sfa using 2 in.pact admiral balloon catheters. It was reported that the devices failed to cross the lesion, after some attempts finally the dcb got into position and deployed. But the distal part of the shaft was kinked and deformed and while removing the balloon the physician had a lot of difficulties. Prior to using the 6 mm inpact admiral the physician used a lutonix 6mm and it crossed the 745 arrow with no difficulties. There was resistance during advancement. Device did not pass through a previously deployed stent. The aortic bifurcation has an acute angle, so physician had difficulty passing the shaft of the dcb through the 645 arrow. Physicians made a crossover technique to insert the dcb. At the same time physician opened a lutonix dcb of bard and it went easier inside the arrow. There was no injury to patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.